Manufacturer narrative:
Calibration was last performed on (B)(6) 2023. The qc recovery data provided was acceptable. The alarm trace showed abnormal sample probe aspiration errors. The customer removed a sample tip jam in the waste chute. The field service engineer emptied the waste vessels and cleaned off build-up, performed mechanism checks, and made sample and reagent probe adjustments. The customer performed calibration and qc successfully. The investigation did not identify a product problem. The root cause of the event could not be determined.

Event description:
There was an allegation of questionable elecsys hcg + beta test system results for 1 patient sample on a cobas 8000 - cobas e 602 module. The initial hcg result was 0.325 miu/ml. The result was reported outside of the laboratory. The nurse questioned the result as it did not match the patient's previously high result and the sample was repeated. The primary sample tube and the aliquot tube were repeated. The primary sample tube repeat result was 10000 miu/ml with flag and the aliquot tube repeat result was 10000 miu/ml with flag. The primary tube was diluted and the result was 82624 miu/ml. The primary tube and aliquot tube were repeated a second time on the analyzer's other line. The primary tube result was 86555 miu/ml and the aliquot tube result was 85797 miu/ml. The repeat results were deemed correct. The analyzer serial number is (B)(4).